Manufacturer narrative:
Additional information was received that this lead's high right ventricular pacing impedance measurement was detected in a red alert generated before the device change out procedure. The lead was then later surgically abandoned following the alert date of the incoming red alert. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient's right ventricular (rv) lead was not able to pace and exhibited high impedance when connected with the device. Further pacing system analyzer (psa) testing was done on this rv lead and it was determined that a lead fracture was present. This lead was surgically abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.